Event description:
On (B)(6) 2021, the device was placed with the patient.

Manufacturer narrative:
MDR-3009897021-2021-00271 submitted on 02-dec-2021 noted the following: b5 describe event or problem: on (B)(6) 2021, the device was placed with the patient. E1: telephone: (B)(4). Correction b5 describe event or problem: on (B)(6) 2021, the device was placed with the patient. E1: telephone: (B)(4).

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged events are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. It is unclear if v.a.c.® therapy caused or contributed to the reported redness and raw skin as the family member noted it was due to antibiotic spray. The health provider did not indicate the patient had an infection and the patient was utilizing a topical steroid. The nurse stated the reported blackness/necrosis/discoloration was due to the kinking of the v.a.c.® tube due to the positioning of the patient. The patient's wound is debrided at each wound care visit per care plan. The nurse noted the discoloration did not require debridement and the patient's wound improved post v.a.c.® therapy removal. Kci cannot determine if or what medical or surgical intervention was performed due to the alleged exposed bone. Kci records notate muscle, tendon, bone exposed at time of v.a.c.® therapy placement. Therefore, the alleged exposed bone is potentially pre-existing. The device evaluation passed quality control specification before and after placement. Device labeling, available in print and online, states: deterioration of the wound if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance / expertise of a specialist: -if available on the therapy unit, check the therapy history log to ensure the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Changes in wound color if the wound assessment reveals dark discoloration: rule out mechanical trauma. Relieve wound of excessive pressure, excess foam in the wound or a pulled or stretched drape over the foam. Remember to roll the drape over the foam; do not stretch it over foam. Decrease pressure by 25 mmhg increments. Determine whether the patient is taking anticoagulant medication, and if so, evaluate recent coagulation laboratory values. Thin the depth of the foam before applying the dressing to prevent overpacking or consider use of v.a.c.® granufoam¿ thin dressing. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area untreated or inadequately treated infection inadequate hemostasis of the incision cellulitis of the incision area. Contraindications v.a.c.® therapy is contraindicated for patients with: untreated osteomyelitis. Ensuring dressing integrity it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active if not: make sure the display screen reads therapy on. If not, press the therapy on/off button. Confirm the clamps are open and the tubing is not kinked. Note: if the wound is over a bony prominence or in an area where weight bearing may exert additional pressure or stress to the underlying tissues, a pressure-relief surface or device should be used to optimize patient off-loading. Maintaining a seal maintaining a seal around the dressing is key to successful v.a.c.® therapy. Recommendations to maintain the integrity of the seal: for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or a hydrocolloid dressing or other appropriate barrier. Position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. Secure or anchor the tubing with an additional piece of drape or tape, positioning the anchor several centimeters away from the dressing or wound. This prevents tension on the tubing from pulling on the dressing. If secured directly to the dressing, tension on the tubing may interrupt the dressing seal.

Event description:
On 03-nov-2021, the following information was provided to kci by the patient's family member: on (B)(6) 2021, the nurse allegedly noted more blackness to the patient's wound and the activ.a.c.¿ ion progress¿ remote therapy monitoring system was placed on hold. The patient has a follow up appointment with the physician on (B)(6) 2021. The patient is using a clinitron® bed. On 05-nov-2021, the following information was reported to kci by the wound care nurse: the nurse reported that every time the activ.a.c.¿ ion progress¿ remote therapy monitoring system is placed the patient's skin allegedly breaks down and the wound turns black. The nurse did not believe the necrosis was related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system but stated the blackness was related to the kinking of the v.a.c.® tubing due to the positioning of the patient. The caregivers were reportedly not turning the patient enough and the drainage backed up into the wound. When the patient was turned, hours later, the drainage flooded the v.a.c.® system and the wound itself was necrotic. V.a.c.® therapy was placed on hold. The patient was placed on an alternate dressing and the wound showed improvement. The caregiver requested the v.a.c.® therapy system to be placed again and it was noted the wound started to look dark again and the skin to break down. The activ.a.c.¿ ion progress¿ remote therapy monitoring system was discontinued. On (B)(6) 2021, the following information was reported to kci by the patient's family member: the reported blackness was allegedly "congealed blood" and the wound was debrided at the follow-up appointment. The patient undergoes debridement as part of the care plan and the activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed due to the patient no longer benefiting from therapy. There were no issues with the device, and it did what it was supposed to do. The skin breakdown was clarified to be redness and raw skin reportedly due to antibiotic spray and not the v.a.c.® drape. On 01-dec-2021, the following information was reported to kci by the home health case manager: the physician was notified of exposed bone and instructed to remove v.a.c.® therapy and apply an alternate dressing. The patient allegedly had a couple of spots of necrotic tissue along the wound edges. The blackness of the wound was more of a discoloration and did not require debridement. The patient undergoes debridement for all of their wounds at wound care follow up. No additional information available. The v.a.c.® dressing lot number was not provided, therefore a device history record review could not be performed. On (B)(6) 2021, a device evaluation was completed by kci quality engineering. On 28-oct-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On (B)(6) 2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.